Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-may-2019 with the following findings: during investigation, the pump powered up to a blank display with auditory and vibratory alarms. The display was blank due to a cracked display. A test display was installed and functioned properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that the display screen on the pump was blank. The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.